Event description:
It was reported that pump experienced malfunction with displayed malfunction code and repeat occurrence after reset, with no notable events prior to the issue and with pump included in a field correction. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to reset pump, use multiple daily injections as backup therapy, place pump in storage mode, and return problematic pump within 10 days, and technical support confirmed shipping details and sent replacement pump.